Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) balloon has a pin sized hole leakage during use. The intra-aortic balloon pump (iabp) alarmed for leak. As a result, a new iab balloon catheter was used to complete treatment. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in the helium pathway is confirmed. A puncture to the bladder, consistent with contact from a sharp object, was found on the bladder membrane which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the bladder leak is undetermined, but a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: additional information was received confirming that a new insertion site was used and the condition of the patient was "fine". Patient code "2462" has been added and the "adverse event" field was checked off reflecting the additional information received.

Event description:
It was reported that the intra-aortic balloon (iab) balloon has a pin sized hole leakage during use. The intra-aortic balloon pump (iabp) alarmed for leak. As a result, a new iab balloon catheter was used to complete treatment. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon (iab) balloon has a pin sized hole leakage during use. The intra-aortic balloon pump (iabp) alarmed for leak. As a result, a new iab balloon catheter was used to complete treatment. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iab parts was returned to teleflex chelmsford for investigation. The reported complaint of iab blood in helium pathway is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action is required. Other remarks: additional information was received confirming that a new insertion site was used and the condition of the patient was "fine". Patient code "2462" has been added and the "adverse event" field was checked off reflecting the additional information received.